Manufacturer narrative:
Additional information was received on 7/6/2016 that the customer experienced a low blood glucose (bg) level following the reset (35 mg/dl). Customer stated the cause was unknown. The customer drank juice and was able to bring bg back to target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. There was no reported impact to the customer's blood glucose level as they had not tested at the time of the call. Customer stated they felt fine. Customer indicated a new cartridge would be loaded and insulin therapy would resume via the pump.